Manufacturer narrative:
Because the reporting dentist was unable to provide patient-specific information, this report is being made to cover the estimated 100-200 impacted patients. Since this event involved three medical devices, three manufacturer reports are being submitted. Section of this report describes the first device. Section of manufacturer report numbers 9611385-2015-00089 and 9611385-2015-00090, describe the second and third device, respectively.

Event description:
On (B)(6) 2015, a dentist reported that 100-200 patients with 3m espe lava ultimate cad/cam restorative for cerec crowns required root canal treatment. These crowns were secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive. The reporting dentist declined to provide additional information on the dates of treatments, specific number of patients involved, and current status of patients.